Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to flattened all the buttons dome switch. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.